Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the data was limited as the user was unresponsive to multiple communication attempts from customer care. Due to lack of response from the user, the case was closed. Per dms review, the user was using the system with up to date information.

Event description:
On march 21st 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.